Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06549.

Event description:
Device 1 of 2: reference MFR. Report #1627487-2015-06549.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06549. It was reported the patient experienced uncomfortable stimulation from his scs system. Reprogramming was attempted but did not resolve the issue. As a result, surgical intervention took place on (B)(6) 2015 at which time the patient's entire scs system was explanted (reference MFR. Report #1627487-2015-06550).